Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the radiopaque ring from the catheter remained in the lung. There was no injury to the patient and the location of the ring is satisfactory for the doctor.